Event description:
Pt says she had no problems in the past with copaxone and autoinjector, but she is having problems with the whisperject and generic glatiramer - when she puts syringe in whisperject, sometimes some of the medications shoot out before she is able to inject it. She tried for 2 months and now switching back to copaxone, rph.